Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the device was being applied to cystic artery and duct, none of the clips were able to load properly into the jaws. They opened a new device to resolve the issue. There was no patient injury.